Event description:
According to the reporter, "it was reported that the knee joint of a patient who has been implanted the complaint product came to make abnormal noise when extension and flexion. Currently, no further action is planned for the patient." "It's difficult to express, but it was reported that it like a something creaking(gyu, gyu, gyu, or squish, squish, squish?)[?] It was reported that the patient experiencing no pain."

Manufacturer narrative:
The device was not returned. Production records were reviewed.. There was no evidence that the device failed to meet specifications and the report could not substantiated. The IFU for this device (pub366) was reviewed and found to contain sufficient instructions for use and warnings/precautions.there is a possibility of using the incorrect surgical method for implanting the inserter. A cause for the event cannot be established. This report and use of categorical definitions required by FDA 3500a does not constitute an admission by riverpoint medical or its employees that riverpoint medical or its employees has cause or contributed to the event described in the report. Riverpoint medical filed this information to comply with the medical device reporting regulation 21 cfr 803. If additional information is provided to riverpoint medical regarding this event, a supplementary 3500a form will be submitted as required by FDA.